Event description:
It was reported that the patient had a revision on the asr hip implant. The reason for the revision was due to metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reasons for revision: alval/ soft tissue reaction, soft tissue damage, pain and noise.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Unknown which hip. Reason for revision - metallosis. Update: 27 july 2013. Hip to be revised; left. Stem added. Additional reasons for revision: alval/soft tissue reaction, noise, pain. Update - filed in mw fields, added additional hospital. Taken from claimsuite dated 23rd april 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Unknown which hip. Reason for revision - metallosis. Update: 27 july 2013. Hip to be revised; left. Stem added. Additional reasons for revision: alval/soft tissue reaction, noise, pain. Update - filed in mw fields, added additional hospital. Taken from claimsuite dated 23rd april 2014. Update - marked as legal, attached legal letter, added patient name and dob. Added expiry dates to all products.